Event description:
Patient reported to the physician that the ipg has been moving mobile and was causing pain. Physician brought the patient into the operating room and replaced the ipg. This resolved the issue.